Event description:
The pt developed diffuse lamellar keratitis in the left eye after a lasik procedure. The flap was lifted and irrigated. The pt was treated with topical steroids and is recovering with no further problems expected.